Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed critical pump error. The customer¿s blood glucose level was 104.4 mg/dl. The customer was advised the pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation the device gave an unexpected blank and white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform verify critical pump error due to display anomaly.